Event description:
It was reported that the patient had received inappropriate atp and then subsequent shock for svt with rvr. Reprogramming changes were made. The patient had no further issues and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.